Manufacturer narrative:
The lead was accidentally discarded by the health care professional (hcp). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited ventricular tachycardia (vt) and his atrial and ventricular signals were lining up. Additionally, alerts for right ventricular (rv) automatic threshold greater than programmed amplitude or suspended and rv intrinsic amplitude out of range were generated. An x-ray evidenced the rv and right atrial (ra) leads had dislodged. A surgical revision was performed in which both leads were extracted and replaced with alternates. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead and a thorough evaluation of the electrode were performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.